Event description:
Event description guidant received information that this right ventricular transvenous defibrillation lead became dislodged for the third time. Increasing pacing thresholds were noted. The physician explanted the lead and implanted a new right ventricular transvenous defibrillation lead. No adverse patient symptoms were reported.